Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown. Customer's blood glucose (bg) was 522 mg/dl. A manual insulin injection was administered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.